Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. It was reported that the patient programmer had intermittent communication with the ipg. The communication issue was not affected by the patient's position or location. The patient reported she was receiving stimulation. A replacement external device was sent to the patient. No further information is available at this time. This report is being sent as a precautionary measure as similar alleged events have resulted in the explant of the ipg.